Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported after use of the bd autoshield¿ duo pen needle ¿after giving the patient insulin using an insulin pen-needle, the needle did not retract. When nurse went to remove needle tip to dispose, staff poked her finger with the needle. High risk patient - hep c. Nurse had blood work done and will continue blood work at 1, 3 and 6 months. The nurse decided not to take prophylactic drugs because of low percent chance of acquiring hiv; and drugs would be hard on liver.¿